Manufacturer narrative:
H10: fr one of the reported malfunctions, the product catalog has been changed to dl900j. H10: for all eleven of the reported information, the devices were not returned for evaluation. However, for two of the eleven malfunctions, medical records were provided and reviewed. Tilt and perforation confirmed for both of the devices. For the remaining nine malfunctions, no device, images, or medical records were provided, the investigations of the reported malfunction are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: b5; d4 (lot number gfaz1569, gfyj391. H11: g1; h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven (11) malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of the device and patient device interaction problem. This information was received from various sources. The eleven (11) malfunctions all involved patients with no known impact to the patients. Of the reported patients, four patient age ranged from 41 -66 years old, three patients were female, and one was male, three patients weight ranged from 108-125 kgs. Remaining patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the eleven reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-06449. H10: of the remaining ten malfunctions, eight lot numbers were provided and lot history reviews were performed. Of the ten malfunctions, one product catalog was changed to dl900j and one was changed to ec500j. The samples were not returned to the manufacturer for evaluation, however; medical record was received for nine malfunctions. For the five malfunctions, the investigations are confirmed for tilt and perforation. For one malfunction, the investigation is confirmed for perforation and migration; however, unconfirmed for tilt. For one malfunction, investigation is confirmed for perforation and unconfirmed for tilt. For one malfunction, the investigation is inconclusive the filter tilt and perforation. For one malfunction, the investigation is inconclusive the perforation and unconfirmed for tilt. For one malfunction, the investigation is confirmed for the perforation and inconclusive for tilt. Based on the available information, the definitive root cause could not be determined. The devices were labeled for single use. H10: d4 (lot number: gfaz1569, gfyj3914, gfxk3027, gfzj0213, gfxb0103, unknown); g3. H11: b5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of the device and patient device interaction problem. This information was received from various sources. The ten malfunctions all involved patients with no consequences. Of the ten patients, eight patients' ages were reported to be between 34-84 years and five patients¿ weight were reported to be between 160-379 lbs, two patients were reported as male, and seven patients were reported as female. All other patient details were not provided.

Manufacturer narrative:
H10: for one of the reported malfunctions, the product catalog has been changed to dl900j. None of the samples were returned, however five sets of medical records were returned, as well as one set of images. Four investigations were confirmed for both the alleged tilt and perforation issue, one investifation identified migration and was inconclusive for perforation and tilt. The remaining investigations were inconclusive for both perforation and tilt. Based on the available information, the root cause could not be determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of the device and patient device interaction problem. This information was received from various sources. The eleven malfunctions all involved patients with no consequences. Four patients were reported as female, one was male. Reported ages ranged from 41-84 years, and weights ranged from 108-125 kgs. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: for one of the reported malfunctions, the product catalog has been changed to dl900j. None of the samples were returned, however five sets of medical records were returned, as well as one set of images. Four investigations were confirmed for both the alleged tilt and perforation issue, one investifation identified migration and was inconclusive for perforation and tilt. The remaining investigations were inconclusive for both perforation and tilt. Based on the available information, the root cause could not be determined. The devices were labeled for single use. H10: d4 (lot number gfaz1569, gfyj3914, gfxk3027, unknown); g4; h6 device code + description (1395 - migration). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of the device and patient device interaction problem. This information was received from various sources. The eleven malfunctions all involved patients with no consequences. Four patients were reported as female, one was male. Reported ages ranged from 41-84 years, and weights ranged from 108-125 kgs. The remaining patients' age, weight, and gender were not provided.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced malposition of the device and patient device interaction problem. This information was received from various sources. The eleven malfunctions all involved patients with no consequences. Six patients were reported as female, two were male. Seven patients age ranged from 41-84 years, and four patient weighs in the range of 73-125kgs. The remaining patients' age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for 7 out of 11 malfunctions; therefore, lot history reviews are currently being performed. For one of the reported malfunctions, the product catalog has been changed to dl900j. The samples were not returned to the manufacturer for inspection/evaluation, however; medical record was received for eight malfunctions. Five malfunctions are confirmed for tilt and perforation, one malfunction is confirmed for perforation and migration but unconfirmed for tilt, one malfunction is confirmed for perforation and inconclusive for tilt, and the final malfunction with medical records is inconclusive for perforation and unconfirmed or tilt. The three remaining malfunctions are inconclusive for perforation and tilt as no objective evidence has been provided to confirm any alleged deficiency with the device. Based on the available information, the root cause could not be determined. The devices were labeled for single use. H10: d4 (lot number: gfaz1569, gfyj3914, gfxk3027, gfzj0213, unknown); g4

Manufacturer narrative:
For all eleven of the reported information, the devices were not returned for evaluation. However, for one of the eleven malfunctions, medical records were provided and reviewed. Approximately after one and half year, CT revealed that the filter was tilted towards the left and the right lateral and anterolateral struts had penetrated through the ivc wall. Subsequently, four months later another CT revealed posterolateral struts also penetrated through the ivc wall. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. For the remaining ten malfunctions, no device, images, or medical records were provided, the investigations of the reported malfunction are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes eleven (11) malfunctions. A review of the reported information indicated that model dl900 vena cava filter allegedly experienced malposition of the device and patient device interaction problem. This information was received from various sources. The eleven (11) malfunctions all involved patients with no known impact to the patients. Of the reported patients, one was a (B)(6) year-old female whose weight was not provided. The patient age, weight, and gender for the remaining ten (10) patients was not provided.